Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient who was receiving morphine (concentration 5mg/ml, dose unknown) via an implantable pump for non-malignant pain. On this report date, the hcp was doing the first refill of this pump since implant and there was no volume discrepancy but he was concerned because at the end of the aspiration of the reservoir he got 12ml of air. Caller states there was nothing remarkable about this refill. While speaking to the hcp, he was reviewing the patients records and realized he had not last refilled this pump and it was done by a nurse in the operating room (or). They only documented refilling 31ml into the pump. There was discussion regarding air being introduced into the reservoir. Over pressurization mechanism (opm) of the pump was also discussed. The hcp was questioning opm but would do a lateral xray of the pump to check for any anomalies. There were no symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.